Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported large crack down the center of pump and over tightening battery cap. Customer reported belt clip also broke. The insulin pump will be returned for analysis.